Event description:
Major pump unit(s) involved: external control system failureadditional text: battery clips & batteriesspecific component(s) involved: external battery malfunction; other component malfunction, specifyadditional text: 2 external batteriesother component: 2 battery clipscausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s):other intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external battery malfunction; other component malfunction, specify